Manufacturer narrative:
G4: 04sep2020. B4: 09sep2020. The customer called philips that the ventilator was identified as requiring a replacement of the power management board. A philips field service engineer (fse) was dispatched to the customer site. The device did not have a malfunction. The customer requested the service in advance to avoid a possible malfunction. The fse replaced the power management board printed circuit board assembly (pcba). Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
The customer reported that the power management board had failed. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the power management board.